Event description:
Customer reporting false positive reaction for anti-d microwell using mts abd monoconal rev grouping cards. Testing was performed using gel method/provue instrument. According to customer, previously patient had a history of blood type group o, rh positive stated patient in question was admitted to another hospital and testing of patient's sample using immucor reagents, the blood type was reported as group o, rh negative. (Customer not able to provide lot # of immucor reagents or if weak d testing was performed at hospital). Customer further added because of discrepancy in blood type, new sample from patient was sent to facility on(B)(6) 2015. Using gel/provue, results indicated the blood type of sample= group o, rh positive using mts gel cards lot # 092914037-58. Customer also confirmed the d antigen using ortho antisera and tube method and 3+ reactions noted. Customer also indicated sample was tested by different techs and reactions are been duplicated, (group o, rh positive) mts abd/rev card lot # 092914037-58 exp 08/4/15. Customer had no details of patient's history: only to say patient is pregnant and previous type at facility= group o, rh positive. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: as per IFU ocd reviewed the IFU for the mts abd/ rev reagents and clones used. However, the concern is difference in reaction. Ocd discussed the variability of the d epitope as detailed in the aabb technical manual. All reagents used passed qc and no other patients tested to date exhibited discrepancy. Customer reporting incident for documentation. Ocd recommend customer repeat testing of sample using immucor anti-d antisera and will contact cts on status of reactions. Customer called back stating sample was tested using immucor antisera/ tube method and at ahg phase saw 2-1+ reactions with anti-d series 4 and series 5 respectively. Ocd recommends sample sent for molecular studies for confirmation. Customer satisfied. Further added the mts abd/ rev gel cards are reacting as expected. Customer does not have samples for returns and does not expect any follow-up. No further action required by ocd.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).